Event description:
It was reported that during a neurovascular procedure the subject stent deployed prematurely in the microcatheter during use. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned for analysis, and the returned stent was found to be deployed inside the a microcatheter. The stent was found to be deformed. The sdw (stent delivery wire) and stent introducer sheath were not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was no confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on analysis results. The device was analyzed. The returned stent was found to be deployed inside the hub of the microcatheter. It was confirmed in the event description that the stent deployed during advancement of the set into the catheter. As the stent was found to be deployed in the hub, the sent more likely deployed during transfer. The stent was found to be deformed. The sdw (stent delivery wire) and stent introducer sheath were not returned. An assignable cause of not confirmed will be assigned to the as reported stent deployed prematurely during use as the issue was not confirmed during the analysis. An assignable cause of procedural factors will be assigned to the as analyzed stent deployed prematurely during transfer and stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a neurovascular procedure the subject stent deployed prematurely in the microcatheter during use. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.